Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) reports: lps conus fractures of the old inlays; first revision surgery (B)(6) 2009, second revision surgery (B)(6) 2010 and implantation of the new lps inlay. The devises associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. A review of the devise history report did not reveal any anomalies regarding the reported event against the product and lot combination. Repeated attempts to obtain the complaint samples proved unsuccessful. The investigation could not draw any conclusions regarding the reported event with the information available: however, as a product enhancement the universal lps insert has been released as a wrought / forged material, internal geometry matched closely to the srom inserts and tightened the tolerances between the polyethylene and metal bushings. Previous investigations have concluded for similar failure mode and fatigue was attributed to the root cause. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Lps conus fractures of the old inlays.